Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device expiration date: 2026-05-31. Device manufacture date: 2021-06-24. Medical device lot #: 1152240. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-06-01. Initial reporter facility: (B)(6) hospital). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: it was reported that syringes have some sort of gooey liquid on the stopper.